Event description:
(B)(4). Initial info for this spontaneous case was received from a physician's assistant via company representative on (B)(6) 2007: a (B)(6) female pt presented with contact dermatitis after receiving her first treatment with 1 vial of injectable poly-l-lactic acid (sculptra) on (B)(6) 2007. Product was reconstituted with lidocaine 1% (xylocaine 1%) and sterile water. Two to four days after injection, pt experienced bumpy and itchy lesions. On (B)(6) 2007, pt contacted physician's office complaining of the continuing reaction. She was treated with an unspecified topical steroid cream. At the time of the report, the event was getting better with time and the steroid cream. Sculptra lot number and expiration date were not provided. No further relevant medical info was reported.